Event description:
Bard-parker scalpel holder packaging not sealed, manufacturing defect. This is the third time this has been seen - finally reported it. It appears that the sealing process for the package never took place - the area where the package opens appears to be melted or formed funny.